Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed a leak in the breathing circuit. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap of the inspiratory limb. A lot check could not be performed as no lot number was provided. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid of the water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid on the inspiratory limb. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after release for distribution either during transport, storage or use. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage between the lid and bowl of the water trap of an rt134 non-heated adult breathing circuit during use. No patient consequence was reported.